Event description:
It was reported that during a lobectomy procedure, on the second firing, the device delivered only a half fired stapleline. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: three devices were received. Device a arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void on staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received sterile in good visual condition and with the original cartridge loaded on the device. The cartridge was returned fully loaded with staples. The device was tested for functionality with the returned cartridge and it fired, cut and formed all atples as inteded. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. Device c was received sterile in good visual condition and with the original cartridge loaded with staples. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition four sterile catridges d-e-f-g were received in good visual condition and with all staples present. A batch record review was performed and no anomalies were found.